Event description:
Per medwatch form: mw5106864, it was reported that cadd cassette reservoirs, alarming no cassette detected. (Under-delivery) no patient injury reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.